Event description:
Description: I purchased a bottle of clean care plus hydraglyde to use as saline solution because I didn't even know there was a solution with hydrogen peroxide in it, and I have been wearing contacts for over 20 years. The red on the bottle didn't alert me to anything. I just thought the bottle was blue and red. I didn't think I had to read the instructions on something as simple as saline solution. Well I woke up this morning and reached for this solution while super groggy and rinsed one of my contacts with it and put it in my eye. It felt like I was pouring boiling water into my eye. It hurt so bad. I immediately took the contact out and read the label and that's when I discovered it. I'm just really upset. My eye feels ok now after rinsing it for a half hour. But something like this should be monitored better. If the bottle had the word warning. Really big on the package so that it caught people's attention to read it then that would be better than just putting the warning in small writing on a red label. People don't often associate colors with warnings. That or else put this stuff behind the pharmacy counter. But something needs to change, that was extremely painful. Medication administered to or used by the patient: no. Outcome: final outcome: temporary harm/injury final outcome comment: eye burned for about a half hour. Feels better now but still can't put my contacts back in. When and how was error discovered: I accidentally used the product on my eye not knowing what it really was and it burned my eye. (B)(6).